Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-mar-2017, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, healthcare professional (hcp), and manufacturer representative (rep) regarding an implantable pump infusing morphine (10 mg/ml at 1.9 mg/day) for unknown indications. It was reported that the patient felt he was not getting the normal pain relief from his pain pump. A dye study was performed and they were unable to aspirate the catheter access port (cap). The hcp then did a catheter revision where it was discovered that there was a kink/blockage in the pump segment of the catheter by the collete connection. The entire pump segment and a tiny bit of the spine segment were removed and replaced. The cap was then able to aspirate normally.  The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Conclusion code has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.